Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A 2.25x20mm taxus express2 atom drug eluting stent was implanted in the left internal mammary artery (lima) to the left anterior descending artery (lad). A promus stent had also been placed in the left main. About two months later the pt had a syncopal episode. A thrombus was discovered in the taxus express2 atom stent. The thrombosis was treated with a 2.5x10mm non-bsc balloon inflated to 18 atm's. The promus stent was reported to be widely patent. The thrombosis was resolved and no further intervention was needed. No further complications were reported. Pt status is satisfactory.

Manufacturer narrative:
The complaint device was not returned for analysis. A review of the mfg records was not possible because the batch number is unk. This records review confirms that the devices met all material, assembly, and performance specs. The most probable root cause is considered anticipated procedural complication as thrombosis is a known physiological effect of the procedure and is noted within the directions for use.